Event description:
It was reported that this lead exhibited high, out-of-range pace impedance measurements greater than 3000 ohms. While in unipolar mode, there was noise, over-sensing, and a pause in pacing. This lead remains in service: no adverse patient effects were reported. Additional information received reported that both the right atrial (ra) and right ventricular (rv) leads were extracted due to noise and high impedances. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).